Manufacturer narrative:
(B)(4). The reported complaint for "delayed unwrapping of iab" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "delayed unwrapping of iab". Additional information states that manual inflation was preformed and was sucessful, iab remained in place. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "delayed unwrapping of iab". Additional information states that manual inflation was preformed and was sucessful, iab remained in place. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".